Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly.

Event description:
The customer reported to olympus, while the 4k camera head was in use during a therapeutic laparoscopic cholecystectomy, the image failed. The intended procedure was completed. A 10-minute delay while under sedation was reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress applied to the camera cable and optical fiber breaking the cable unit so that it could not communicate normally resulting in no scope ID. However, a root cause for stress could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage of the cable unit, the endoscopic image could not be displayed, there was no scope ID, and there was a loss of water-tightness. Additional findings include; due to damage of buttons the switches could not be pressed down smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while the 4k camera head was in use during an unknown surgery, the image failed. There were no reports of patient harm.